Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint identified no similar complaints from the lot. All information was investigated and a cause for the reported single leaflet device attachment (slda) in this complaint could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling. The additional mitraclip device referenced is filed under a separate medwatch report number.

Event description:
This is filed to report single leaflet device attachment. It was reported that on (B)(6) 2020, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 3. It was noted the patient had a small atrium. An xtw clip ((B)(4)) was inserted and successfully deployed, reducing mr to a grade of 1-2. On an unknown date, the patient returned to the hospital due to shortness of breath. Echocardiography was performed and showed that mr had increased to 3. On (B)(6) 2021, a second mitraclip procedure was performed to reduce mr. An nt clip ((B)(4)) was inserted and deployed. However, after deployment, the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). Mr was reduced to a grade of 2 and no additional clips were implanted. There was no clinically significant delay in the procedure. No additional information was provided